Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during insertion of PICC, there was a leak from the catheter after connecting the catheter to the connector and letting water in. Upon closer inspection, the catheter was damaged, so it was shortened and connected to another catheter connector. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state the sample was returned in. The product returned for evaluation was one 4fr sl groshong nxt catheter. A gross visual inspection of the returned unit found that the catheter terminated between the 38 and 39 cm depth markers, and the distal portion of the catheter was not returned. Microscopic inspection of the distal end of the catheter found striation patterns on its surface, suggesting that the user had likely intentionally trimmed the catheter. The provided catheter segment was leak tested using water and a 12 ml luer lock syringe, but no leaks were observed. Although no leaks were identified in the returned unit, no further conclusions can be drawn since a segment of the catheter tubing was not returned and could not be evaluated. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during insertion of PICC, there was a leak from the catheter after connecting the catheter to the connector and letting water in. Upon closer inspection, the catheter was damaged, so it was shortened and connected to another catheter connector. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that during insertion of PICC, there was a leak from the catheter after connecting the catheter to the connector and letting water in. Upon closer inspection, the catheter was damaged, so it was shortened and connected to another catheter connector. There was no reported patient injury. No other information was provided.